Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Replaced the battery charger 1 and channel laser alignment. The imaging system then passed the system checkout and was found to be fully functional. During follow-up, on 5/19/2016, the medtronic representative clarified that the part in question from the initial reported issue was the clear plastic cover piece when seen from the side of the o that you see the lights for the detector and tube. It is clear to allow us to see the led's and also is what we screw the inner gantry skins to. In this case it was replaced because the parts that the screws go into were cracked and breaking free. No impact to system performance. The battery charger 1 pcba was returned to the manufacturer for analysis. Investigation confirmed reported problem "several chargers measured at > 38vdc." During bench output testing it was confirmed channel c min load output high and channel d no load and min load output high. Visual inspection noted many severely leaking capacitors. Faulty charger board. The hardware investigation found that reported event was related to an electrical failure mode; defective pcba. -no other parts returned.

Event description:
A medtronic representative reported that 86 degree laser's inserts where the screws were placed were cracked. There was no patient present when this issue was identified.